Manufacturer narrative:
(B)(4). (B)(4). Conclusions: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. During the procedure, the surgeon accidentally forgot to pull the sheaths off before cutting the sling flush with the skin. When this mistake was realized, the surgeon tried to pull the sleeves off through the groin incisions using a clamp and they broke bilaterally. Then, the surgeon tried to pull the sling and sleeves out from the vaginal incision. It is unsure if the surgeon pulled the sling first and then the sleeves or pulled both at the same time. When the sleeves and the sling were removed, about two inches of the sleeves were left in the wound bilaterally. Then, another sling was placed, but the needle did not push out the residual sleeve. The surgeon consulted a urologist who said that the groins would need to be explored bilaterally if it is necessary to remove the residual sleeve remnants.